Event description:
The facility reported a pt received an over infusion of milrinone 0.3mcg/kg/minute for renal perfusion per physician order. The milrinone was in a 100ml bag. The pump rate was set for 126ml/hour. The pt reportedly received 82.9ml in approx 40 minutes. The pt expired shortly thereafter.

Manufacturer narrative:
A request for the return of the device has been made. The facility reports that the pump has been sequestered. The facility has refused to return the pump, because reportedly this issue is in litigation and the pump may never be released to baxter. An on-site visit was offered to the facility, but the facility has declined a visit at this time. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any add'l info becomes available.